Event description:
It was reported that the procedure was to treat a lesion in the external iliac artery with mild calcification. The 7 mm x 40 mm x 80 cm foxcross balloon catheter was prepared per the instructions for use, prior to use, and advanced to the lesion without issue. The balloon was inflated two times to pressures near nominal (approximately 8 atmospheres); however, during deflation, difficulty was noted. It was thought that there may be a leak between the syringe and the balloon catheter. The procedure was completed with the same devices successfully, and the foxcross was fully deflated and removed without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The deflation difficulties and leak were unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.